Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delayed period on (B)(6) 2008. No other abnormalities.no evidence of fallopian tube opacification or free spillage. Concurrent conditions included colporrhaphy, adenomyosis and cervicitis. Concomitant products included potassium acetate since (B)(6) 2018 and tolterodine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and pyrexia ("fever"). The patient was treated with surgery (to remove the essure implant - total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, pelvic infection, vaginal haemorrhage, menorrhagia and pyrexia outcome was unknown and the abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic infection, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: patient taking concomitant yudafen present now diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Diagnosis: uterus and cervix, hysterectomy! Leiomyomata, 1.0 and 1.5 cm. Adenomyosis secretory endometrium. Focal acute cervicitis. Fallopian tube stumps show f]1brosis and atrophy, status post micro coil insertion. Negative for malignancy. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and mr recieved. New reporters, patient demographic information, relevant history and concomitant condition, lab data, essure indication, concomitant medication, start date and events abnormal bleeding (vaginal, menorrhagia) ,infection (other) describe: pelvic, dyspareunia (painful sexual intercourse), abdominal pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pyrexia ("fever"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and pyrexia outcome was unknown. The reporter considered pelvic pain and pyrexia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.